Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 253 mg/dl. The customer tried a new battery and in correct order and still wil not turn on. The customer was advised that the device will be replace as has just gotten and not turning on. The customer declined to have the pump replaced and wants tro try a new battery cap first. The customer was advised that we will send battery cap and monitor.